Event description:
The account executive communicated possible discrepant results at this account. Upon follow-up with customer, customer stated eight patient samples had discrepant results, seven were found to be discrepant. Patient 1, initial result 130, repeat 138 mmol per l. Patient 2, initial result 133, repeat 141 mmol per l. Patient 3, initial result 131, repeat 140 mmol per l. Patient 4, initial result 134, repeat 141 mmol per l. Patient 5, initial result 133, repeat 140 mmol per l. Patient 6, initial result 127, repeat 134 mmol per l. Patient 7, initial result 132, repeat 139 mmol per l. Discrepant results were not reported, only rerun results were reported.

Manufacturer narrative:
The field service representative determined customer was calibrating with old calibrator. He advised customer to always use freshly opened calibrator. He performed precision checks, calibration and quality control. The customer believes they are not reaching the two day stability of the internal standard reagent. The investigation is ongoing. When additional information is received, appropriate notification will be provided.